Event description:
Reportedly, it was difficult to interrogate the ICD with a smarttouch or an orchestra device. The interrogation was successful after several attempts.

Manufacturer narrative:
Review of the provided files confirmed : on 11 december 2023, 5 interrogation sessions were initiated. - the first 3 sessions in inductive mode, were unsuccessful due to communication errors. After communication error messages, the user refused to retry the interrogation. Then the sessions ended abruptly, due to a software anomaly. The last 2 sessions in rf mode, were successful. The software anomaly of the programmer software modules will be corrected on the next version. No issue is suspected on the crt-d.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, it was difficult to interrogate the ICD with a smart touch or an orchestra device. The interrogation was successful after several attempts.